Manufacturer narrative:
Conclusion: physician's report stated all patient reported adverse events did not occur. Conjunctivitis did occur but not device related. Mfg date: the corrected date is 02/28/2013. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.0 diopter, in his left eye (os). The patient reported was prescribed oral medications/eye drops for at least 3 consecutive months due to the inside of his eye was inflamed. Also was prescribed eye drops for 3 consecutive months for high pressure or glaucoma inside the eye. The lens was implanted on (B)(6) 2013. The facility reported they were unable to confirm the patient report. The date of last visit was (B)(6) 2015. The patient had developed viral conjunctivitis at 4 months post-op and this was not related to the icl. The facility reported the patient had no history of elevated iop or glaucoma. The lens remains implanted.